Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component (pxt311415/9682663) was deployed with intentional coverage of the lower left renal artery. A bare-metal stent was also implanted in the left renal artery to remain blood flow to the artery. The patient tolerated the procedure. A follow-up study revealed a proximal type I endoleak. On (B)(6) 2017, a reintervention was performed to treat the proximal type I endoleak using two aortic extender components (pla320400j/14900263 and pla320400j/14800610). The patient was implanted with the first aortic extender component, but intra-procedure imaging revealed that the endoleak persisted so that the second aortic extender component was implanted. Another imaging was run, revealing that the small proximal type I endoleak still remained, but the patient tolerated the procedure with a wait-and-watch approach taken to the endoleak.